Manufacturer narrative:
H3- device evaluation: lens was returned in a micro centrifuge vial with clear surgical residue/debris. Visual inspection found the haptic deformed with foreign residue and debris on the lens. The lens has a curved shape. Claim# (B)(4).

Manufacturer narrative:
Age, weight, ethnicity, and race: unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -14.0/+5.0/076 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was removed due to excessive vault. On the same date in a separate surgery, a shorter length lens was implanted. The cause of the event is reported as device, unknown, and "calculation said 13.2mm but vault is excessive."